Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Patient medications: aspirin, calcium carbonate, metronidazole, and atorvastatin. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2018, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported computed tomography images (date unknown), revealed there is a distal type I endoleak with no aneurysm sac enlargement. The physician reintervened on (B)(6) 2018, and extended the left common iliac artery limb. The endoleak was resolved and the patient tolerated the reintervention.

Manufacturer narrative:
Correction date: gore was aware of event (B)(6) 2018 and date of event is (B)(6) 2018, there was a typo in first medwatch sent.